Event description:
Litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy pinnacle mom hip implant on her left side. Patient experienced large amounts of metal ions in her blood. As a result, patient has been experiencing severe pain, discomfort, and inflammation in her left thigh and groin. Patient also experiences a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery. **update: (B)(4) 2013 - litigation papers received. The unknown hip is being changed to unknown liner and head to address allegations of metal ion levels. **update** (B)(4) 2013 - pfs and medical records received. Part/lot was provided. There was no new additional information that would affect the existing MDR decision.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy pinnacle mom hip implant on her left side. Patient experienced large amounts of metal ions in her blood. As a result, patient has been experiencing severe pain, discomfort, and inflammation in her left thigh and groin. Patient also experiences a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery. Doi: (B)(6) 2008 - dor: unk (left side). Patient is a resident of (B)(6). Update: (B)(4) 2013 - litigation papers received. The unknown hip is being changed to unknown liner and head to address allegations of metal ion levels.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2497308 . A search of the complaint database finds additional reported incidents against lot code 2494947 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.